Event description:
It was reported to boston scientific corporation that the feeding tube port of a corflo cubby bolus feeding set device readily detached when attempting to make a connection. According to the complainant, the device was replaced with another corflo cubby bolus feeding set device. There were no reported pt complications as a result from this event. The pt's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unk. Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.